Event description:
A user facility registered nurse (rn) reported that a dialyzer was leaking dialysate from underneath the top rim of the dialyzer 10 minutes into the patient's hemodialysis (hd) treatment. The machine, a fresenius 2008t machine, did not alarm with a blood leak alarm. Fresenius bloodlines were used for treatment, however, bloodline information was unknown. The blood leak was internal and dialysate leaked externally. There was no damage to the packaging, or the dialyzer. The blood was not returned to patient confirming the patient¿s estimated blood loss (ebl) was approximately 250 ml. Blood leak strips tested negative. There was no patient injury, adverse events, or medical intervention required as a result of this event. The patient was restarted on a new machine and treatment completed successfully with new supplies. The complaint device was reported to be available to be returned to the manufacturer for evaluation.

Manufacturer narrative:
Additional information: d9, h3 plant investigation: the reported complaint was not confirmed as the complaint device was not returned for manufacturer evaluation. A magnified picture of the product label was provided. There appeared to be moisture droplets on the label. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There were two other complaints reported against the lot. Both complaints address one event; however, one was the no sample investigation and the other was opened to address the returned sample. The complaint addresses a single event of an external blood leak due to a cracked header. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. A definitive conclusion regarding the complaint incident cannot be reached without physical examination of the actual device. Therefore, the complaint is not confirmed.

Manufacturer narrative:
Component code plant investigation: a magnified picture of the product label was provided. There appeared to be moisture droplets on the label. A sample from the reported lot was returned to the manufacturer for physical evaluation. During the gross visual examination, the sample was subjected to an external leak test where a leak was observed coming from the non-cavity ID end's header cap at approximately 4.0 psi. It was noted that the housing near the threads on the non-cavity ID end was cracked. After removal of the flange the threads were damaged in that same area. The crack in the housing from approximately 70° to 90°, with ports situated at 0°. During the lot history review it was noted that there were three other complaints reported against the lot. A review of the production record was performed. There was no indication of product non-acceptance or deviation in the manufacturing process related to the complaint event. Continuous improvement is of the utmost importance to fresenius medical care as we strive to provide dialysis products of the highest quality to our patients. Reports of leaking product are investigated both individually as complaints, as well as via the nc/CAPA program, in order to assess and improve our products and processes. Capas 2018-0171 (vision systems) and 2018-0161 (blood leak reduction) are recent examples of leak related investigations directed at an overall reduction in dialyzer leaks. The investigation into the complaint was able to confirm the reported event.

Event description:
A user facility registered nurse (rn) reported that a dialyzer was leaking dialysate from underneath the top rim of the dialyzer 10 minutes into the patient's hemodialysis (hd) treatment. The machine, a fresenius 2008t machine, did not alarm with a blood leak alarm. Fresenius bloodlines were used for treatment, however, bloodline information was unknown. The blood leak was internal and dialysate leaked externally. There was no damage to the packaging, or the dialyzer. The blood was not returned to patient confirming the patient¿s estimated blood loss (ebl) was approximately 250 ml. Blood leak strips tested negative. There was no patient injury, adverse events, or medical intervention required as a result of this event. The patient was restarted on a new machine and treatment completed successfully with new supplies. The complaint device was reported to be available to be returned to the manufacturer for evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility registered nurse (rn) reported that a dialyzer was leaking dialysate from underneath the top rim of the dialyzer 10 minutes into the patient's hemodialysis (hd) treatment. The machine, a fresenius 2008t machine, did not alarm with a blood leak alarm. Fresenius bloodlines were used for treatment, however, bloodline information was unknown. The blood leak was internal and dialysate leaked externally. There was no damage to the packaging, or the dialyzer. The blood was not returned to patient confirming the patient¿s estimated blood loss (ebl) was approximately 250 ml. Blood leak strips tested negative. There was no patient injury, adverse events, or medical intervention required as a result of this event. The patient was restarted on a new machine and treatment completed successfully with new supplies. The complaint device was reported to be available to be returned to the manufacturer for evaluation.